Event description:
It was reported that the customer's pump history was inaccurate and indicated a data log corruption. It was also reported that the pump time was noted to be inaccurate. Reportedly, the pump shut down two days prior to event. There was no reported impact to customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump history was inaccurate and indicated a data log corruption. There was no reported impact to customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management.